Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and functional test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A functional test was performed, and no issues or errors were detected during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
Biosense webster inc.¿s (bwi) product analysis lab (pal) received a qdot micro¿ catheter which was identified to have a reddish material and a hole in the surface of the pebax. This finding is considered an MDR reportable malfunction since the product integrity is compromised. The qdot micro¿ catheter was returned labeled with a complaint number for which product details, such as the product catalog number and the lot number do not match. As such, this new complaint was created to investigate and report the malfunction found although no specific event details are available. Multiple attempts have been made to obtain clarification for the wrong product received, however, no further information has been made available.